Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician inflated to the balloon to 14 atm. At 14 atm the balloon burst.